Event description:
The pleur-evac indicated an ongoing persistent airleak. The patient was taken back to surgery. Surgery showed the lung was fully inflated without pneumothorax or thoracic collapse. Unnecessary surgery performed. Manufacturer response for bottle, collection, vacuum, pleur-evac (per site reporter) poor response to multiple patient safety issues noted from product.